Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarms. Customer stated that he would rewind his pump, load the reservoir, and stated that when it was time to fill the tubing, he got another motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.